Event description:
Trauma patient with high cervical spine injury and cord contusion resulting in tetraplegia. As part of the prophylaxis for pulmonary embolism an ivc filter was placed on (B)(6) 2010. During this time patient having difficulties with pulmonary secretions and quad cough technique is utilized to help with clearing secretions. The day after the insertion of the ivc filter it was noted the ivc filter had migrated inferiorly and sideways with a few prolongs protruding through the wall of the ivc and the top hook now resting against the vessel wall. Interventional radiology was able to retrieve the filter accessing the site through the internal jugular vein and the femoral vein.